Event description:
It was reported that the arm extension (cross arm brake) on the 8800 system is not locking and moves about during case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.